Event description:
Prior to any implant attempt with the subject device, its associated screwdriver was utilized for the explantation of a virtus ii sr pacemaker (boston scientific) from the pt. When attempting to loosen the set-screw of the virtus ii pacemaker, the shaft of the sorin screwdriver broke. One other sorin screwdriver (accessory, not marketed in the us) was utilized, which resulted in fracture of the screwdriver shaft. The subject sorin pacemaker was implanted, and only the broken screwdrivers were returned.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin (B)(4) (dated (B)(4) 2009), sorin is filing this MDR at this time. (B)(4). Conclusion: the analysis of the returned device(s) identified that each screwdriver fractured within the "safety region", which is a section of the shaft with a diminished diameter that is designed to fracture, when excessive torque is applied in the counter-clockwise direction. As indicated in the report of the physician, the breakage of the screwdriver occurred while disconnecting a lead from a pacemaker manufactured by boston scientific (virtusii). The analysis confirmed that this model of pacemaker manufactured by boston scientific has set-screws with a stop mechanism that disallow complete removal of the set-screw by unscrewing. In fact, the screwdrivers supplied with these boston scientific pacemakers have torque relief in the counter-clockwise direction, which makes it impossible to apply excessive torque to the shaft to the screwdriver. The physician in this case most likely applied the excessive torque in the counterclockwise direction in an attempt to obtain a certain clicking of the screwdriver that is common to boston scientific screwdrivers and not to sorin brand screwdrivers, thus resulting in fracture of the screwdriver shaft.